Event description:
IV catheter inserted by home care rn for vancomycin infusions. Immediately after insertion, pt reported anxiety, hives, itching, lip edema. Vital signs 120/70, pulse 60, respiration unlabored, t 98. Pt transported to ER and arrived in respiratory distress. Pt given IV solumedrol and proventil nebulizer therapy in ER. Pt admitted to micu 1/31/96 (catheter was utilized as midline, not central catheter).